Event description:
It was reported that stent damage occurred. The 80% stenosed, 28x3.5mm, eccentric, de novo target lesion containing a lesion bend of <=45 degrees was located in the moderately tortuous and moderately calcified right coronary artery (rca). Following pre-dilation with an unspecified balloon catheter, a 3.50mm x 28mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the physician noticed that the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a promus element sds with stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon. There were numerous kinks throughout the hypotube of the device. Microscopic examination revealed that the third row of proximal stent struts were flared and bent. Microscopic examination and tactile inspection presented no damage or irregularities in the shafts of the device. Microscopic examination inspection presented no damage or irregularities to the distal tip. Microscopic examination inspection presented no damage or irregularities to the balloon material or balloon wings. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 28x3.5mm, eccentric, de novo target lesion containing a lesion bend of <=45 degrees was located in the moderately tortuous and moderately calcified right coronary artery (rca). Following pre-dilation with an unspecified balloon catheter, a 3.50mm x 28mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the physician noticed that the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).